Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection was performed; no issues were noted. Functional testing of the device included leak testing, clear passage testing, clamp function testing and simulated-use testing; no issues were observed that could have caused or contributed to the reported issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line was leaking where it connects. This event occurred during dwell two of five. The patient stated that their connection appeared to be connected properly. The technical service representative assisted the patient to end the therapy and remove the cassette. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.